Manufacturer narrative:
Zoll medical corporation has not received that device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a male pt, the device failed to cardiovert the pts heartbeat rhythm and displayed "defib fault 111", "defib fault 72" and another unk "defib fault" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.